Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the during implant procedure, the coronary sinus was dissected. The lead was not used.